Event description:
This report is being filed as a clip (10201215/23) detached from the anterior leaflet causing dyspnea and recurrent mitral regurgitation (mr) which resulted in a second mitraclip procedure. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and two clips (10201775/19 and 10201215/23) were implanted reducing the functional mr grade from 4 to 1. A few weeks post procedure, dyspnea reoccurred. A transesophageal echocardiogram (tee) showed the mr grade increased to 3 and under fluoroscopy, the more lateral clip "rocked" a little. Although it was not possible with certainty to recognize if the clip detached from one of the leaflets in the 2d or 3d tee image, in the opinion of the physician, a detachment of the lateral clip from the anterior leaflet occurred and was the cause of the increased mr. The patient was hospitalized once in november for the dyspnea and recurrent mr. The dyspnea was treated with torasemid in addition to spironolactone and indapamide. A second mitraclip procedure was performed on 12/19/2013. The mitraclip system (10238785/17) work very well during the procedure. One clip was place (not deployed) on the mitral valve leaflets, but due to the pathology of the valve itself and the regurgitant jets, the mr grade was not able to be adequately reduced. The clip was not deployed and the mitraclip system was removed. Post procedure, the mr grade remained at 3. Further intervention is pending discussion within the heart team, but in the opinion of the cardiologist, surgery seems to be necessary. No additional information was provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided by the reporter to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components functioned as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The user also reported no issue while functionally inspecting the clip delivery system (cds) during device preparation, which is an indication that the device was functioning properly prior to use. With respect to the patient condition, procedural conditions and/or user technique, slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. The information provided in the case details stated that there were no problems with visualization or difficulty with leaflet insertion. It was noted that in the opinion of the echocardiographer, the posterior leaflet seemed to be slightly restricted. In this case, it is possible that the slda was a result of the posterior leaflet being restricted, which caused the clip to detach from the anterior leaflet; however, this cannot be confirmed. Based on the information reviewed and without the product being returned for analysis, a definitive cause for the reported slda cannot be determined. There does not appear to be any evidence of a product quality deficiency associated with this device. As noted above, a few weeks post procedure, the dyspnea reoccurred and the mitral regurgitation (mr) grade increased to 3. In the opinion of the physician, a detachment of the lateral clip from the anterior leaflet occurred and was the cause of the increased mr. In this case, the most probable cause for the increased mr was due to detachment of the lateral clip from the anterior leaflet and the dyspnea was likely a cascading effect of the worsening mr. The patient effects of worsening mr and dyspnea are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated as (B)(6) 2013 (a few weeks post procedure when the recurrent mr was diagnosed and the physician thought the detachment of the clip from the anterior leaflet occurred). Mitraclip system: clip delivery system. The mitraclip remained implanted on one mitral valve leaflet. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the previously filed medwatch report, additional information received indicated that during the (B)(6) 2013 index procedure, there were no problems with visualization, leaflet grasping or insertion. During the fourth week of (B)(6) 2014, the patient successfully underwent surgical mitral valve replacement. No additional information has been provided.